Manufacturer narrative:
(B)(4).

Event description:
A resolute integrity stent was used to treat a lesion in the lad. The device was prepped and inspected prior to use with no issues noted. Negative prep was performed on the unit. Subsequent to the implantation of the device, it was reported that the patient experienced a stent thrombosis and died 24 hours post procedure due to complete lad shutdown. The physician stated that they did not think that the death was due to the stent. The physician also indicated that the patient was a plavix non-responder.